Manufacturer narrative:
Device not available for evaluation.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 week post-operative imaging showed the presence of a potential type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported type ia endoleak was determined to be unknown/undetermined due to lack of relevant medical records and imaging surrounding the event. No user, procedure, or anatomy related issues or cautionary and/or off label product use conditions could be determined. The final patient disposition is unknown, however the endoleak was reported to be resolved. A review of the device quality records could not be done due to lack of relevant device information.